Manufacturer narrative:
The ddc was serviced by a manufacturer representative at the hospital site. Parts were received for further evaluation. No further information is available at this time. A supplemental report will be submitted when the analysis of the parts received is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient was in the operating room for bleeding. Since the patient's chest was opened during surgery, the surgeon decided to trim and re-anastomose the outflow graft, as it had been left too long. The pump was stopped on the top module of the dual drive console (ddc) through electronic means. Once it was restarted, it was noted that the analog gauge had the appropriate reading; however, the digital display was around 70 mm hg. The surgeon noticed that the pump was not emptying. The pump drivelines were then switched to the bottom module of the ddc without incident. The patient remains ongoing on the lvad.